Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 550 ml. Flow rate: 8.0 ml/hr. Procedure: left knee arthroscopy with anterior cruciate ligament revision reconstruction. Cathplace: left femoral nerve block placed preoperatively. Nurse reported that the pt has a pump with fill volume of 550 and a flow rate of 8 ml/hr. The pump flowed for a 48 hours instead of 68.75 hours. Patient reported condition was fine.

Manufacturer narrative:
Method: the device is reported to be available for evaluation and investigation, at this time it is pending receipt. Results: without the actual product, the analysis cannot be conducted. A review of the device history record (DHR) was conducted for the lot number provided, and the device passed all manufacturing specifications prior to release. Conclusion: the device will be evaluated when received and a follow up report will be filed. Info from this incident will be included in our product complaint and MDR trend reporting system additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.